Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resets) has been confirmed. A review of device download data confirmed that the monitor reset during pulse testing at the distributor. The root cause for the resets was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was resetting.